Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a door hasp issue. A field service engineer remounted hasp, adjusted the position and removed the lock to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had remote refrigerator failure. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.